Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales consultant reports that a surgeon encountered an issue while inserting a trochanteric fixation nail (tfn) for a patient with a fractured femur. X rays were taken on an unknown date. When the surgeon was attempting to insert the helical blade it was catching halfway and it wouldn¿t go further in. The surgeon had difficulty removing the helical blade which resulted in a 35-40 minute delay. The insertion guide was damaged during this time. The surgeon was able to extract the helical blade and the nail. A new helical blade and a new nail were used to complete the procedure. The sc noticed there is a scratch on the recessed part of the helical blade. The sc was unaware of any patient harm. There are (3) parts associated with complaint (B)(4). This is report 2 of 3 for complaint (B)(4).

Event description:
This is report number 2 of 3 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The lot number that was reported as 7533116 is not a correct lot number for this part. Therefore, a service history review could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.